Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure for an esophageal cancer stricture, performed on (B)(6), 2010. According to the complainant, after successfully reaching the area, the physician began to pull on the deployment suture thread to release the stent, but strong resistance was felt. A few of the knots were released, thus deploying the distal end of the stent only. The physician was unable to release any more of the thread, and the stent could not be placed. The anatomy was reported to be tortuous. The physician planned to repeat the procedure with another of the same device the next day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed. The shaft was bent where the stent was mounted. No other issues were noted with the profile of the delivery system or the crocheted stent. During analysis it was possible to fully deploy the stent without any resistance being noted. The anatomy was reported to be tortuous. This could be a potential contributing factor to the complaint incident. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure for an esophageal cancer stricture, performed on (B)(6), 2010. According to the complainant, after successfully reaching the area, the physician began to pull on the deployment suture thread to release the stent, but strong resistance was felt. A few of the knots were released, thus deploying the distal end of the stent only. The physician was unable to release any more of the thread, and the stent could not be placed. The anatomy was reported to be tortuous. The physician planned to repeat the procedure with another of the same device the next day. There were no patient complications reported as a result of this event.